Manufacturer narrative:
It was reported by the dentist that the implant failed to osseointegrate after clinical procedure. No serious injury or adverse events were reported to the patient. The patient is stated to be doing fine. The complaint part is yet to be returned for investigation and evaluation. The DHR was reviewed based on the lot number provided by the customer and no discrepancies were noted in any of the processes involved in the manufacture of the implant. No abnormality was observed with the implant itself during the procedure. However, failure to osseointegrate is a well known inherent risk of the implant procedure. A follow up report will be submitted upon completion of the investigation.

Event description:
The dentist reported that the implant failed to osseointegrate after the clinical procedure. Upon follow up, it was stated that the implant was placed at tooth #19. The implant was explanted since it failed to osseointegrate. The patient had type 2 bone and experienced general bone loss. The implant site was reported to be infected and had granulated tissue. The patient is stated to be waiting until the bone heals in order to be receive a replacement implant. No adverse events were reported and the patient's condition is reported to be satisfactory.

Manufacturer narrative:
Corrections b1: updated to serious injury as it was omitted on the initial submission. B2: updated as it was omitted as the initial submission. H1: updated type of report to reflect serious injury. The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the complaint cannot be replicated, and there were no nonconformities identified. Returned sample(s)/ device inspected: the returned part was confirmed to be a hahn tapered implant 05.0 x 10 mm by using the radiographic template. The implant also a custom abutment on top. No defects or abnormalities were observed. Investigation results: the complained part was evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.